Manufacturer narrative:
One product sample was received in good physical condition. The reported problem was duplicated. The monitor was powered with no error but after attaching a filter an occlusion error was present and would not go away. Opened the monitor and the occlusion error was gone, inspected the tubing going to the bench and they both looked kinked. After replacing the tubing for both, the occlusion error was no longer present. The root cause of the reported issue was found to be the weight of the restrictor pushing the small diameter tubing against the co2 bench nozzle as the housing closes. The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the initial manufacture or prior repair of the device. E4 initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that an error occlusion was found upon testing. No patient injury was reported.